Event description:
The pt (gestational diabetic) called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The pt obtained a 49 mg/dl, 54 mg/dl, and 122 mg/dk on the reported meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt called their physician due to the erratic results. The physician requested a retest over the phone and the pt obtained a 115 mg/dl. The physician asked that they bring their meter and supplies to his office. The pt had an ultra sound, doppler, and ketone test. The pt did not allege harm or experienced injury. The customer svc rep was unable to walk the pt through a quality control test since they did not have control solution. Based on the info supplied by the pt, there is an indication that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.